Manufacturer narrative:
Complaint is not confirmed. Visual evaluation did not find any issues with the device. Functional testing reveals that the device works as required. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/26/2023, it was reported by a sales representative via sems that (2) ar-300b burr attachments are chattering. This occurred during a case, with no adverse effects to the patient. There was no additional information provided, additional information has been requested.